Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open small bowel resection and anastomosis procedure, the surgeon did not really see any problem with the device but was concerned because there was more bleeding on the staple lines than normal. The surgeon then had to over sew the staple line to resolve the issue.